Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter had occluded irrigation ports and there was insufficient irrigation flow. During preparation of an ablation procedure for atrial tachycardia, a high flow (60cc) was applied while performing air removal for the intellanav open-irrigated catheter. However, the force of the running water was weaker than was expected and was only coming out from one side of the catheter. The catheter was removed from the tubing, and force from the tubing was checked, but there were no problems observed. The alleged catheter was replaced, and when the same procedure was performed with the new catheter, irrigation came out naturally from the irrigation ports, so the new catheter was used without any further problems. The ablation procedure was completed successfully, and there were no serious injury or adverse patient effects.